Event description:
The manufacture's field service engineer (fse) reported during preventative maintenance (pm), the fse discovered that the backup battery was below specifications. There was no patient involvement.